Event description:
An implant card was received stating that during generator replacement surgery on (B)(6) 2014, diagnostic results revealed high lead impedance. The generator was being replaced due to end of service. The explanted generator was returned to the manufacturer for analysis. Analysis in the pa lab found that of the elective replacement indicator flag was set; an open can measurement of the battery voltage confirmed that the eri flag had been properly set. The generator exhibited current consumption rates that were within specification and demonstrated normal battery depletion to an end of service condition. With the exception of the parameters that associated with a low battery condition, the device performed according to functional specifications. Therefore, the electrical performance of the generator will be used to conclude that no abnormal performance or any other type of adverse condition was found with the generator. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Model #, corrected data: inadvertently did not include that the lead is a 300-20 on follow-up report #1.